Event description:
Complaint verbalized during surgery, (B)(6), when he noticed trauma to target tissue during jejeuno-jejeunostomy anastomise phase of lap gastric bypass. (B)(6) noticed the sharpness of the edges of the crocodiles, said that this is historically a problem with the new crocodiles from snowden pencer,. He said that the crocodiles get polished down over a period of time from use and sterilization, but it should not be like that. They should be polished down properly so that they are soft to the touch around all the edges of the jaws

Manufacturer narrative:
Received return telephone call from dr. (B)(6) at 1:50 pm cst regarding complaint. Physician clarified that he recalls using the instrument and uses it quite frequently and that it is a typical issue with this type of procedure that the occurrence had nothing to do with our product. There was no malfunction of the product and there was no injury to the patient. Decision will be made to recall the MDR submission in light of this new customer information.

Manufacturer narrative:
(B)(4). Three (3) devices were returned for evaluation. Evaluation of the devices received did not confirm the reported issue. As part of the investigation, the devices received were inspected per the current quality specification. All instruments met our current specifications and functioned as intended. No damage or functional concerns associated to the material or manufacturing process were detected on any of the instruments during this evaluation. No defect in the material or craftsmanship was found. In order to accommodate the customer's satisfaction a onetime courtesy will be extended to the customer to modify the jaws of the instrument by dulling the edges a bit. Any time we make a change outside of our current specification it is considered to be a "special".